Event description:
It was reported that the patient was admitted on (B)(6) 2025 for a driveline infection and had a "long loud" alarm while connected to ac power. The patient had driveline drainage and cultures were positive for candida auris. The bedside nurse placed the patient on battery, then provided a new power module. Upon interrogation, numerous low voltage alarms were noted prior to external power disconnect alarms which also occurred at numerous times. The patient and bedside nurse both stated there were no audible low voltage alarms, "only 2 long loud alarms". The patient was connected back to the previous power module to see if the alarms would reoccur and they did not. Log files were downloaded. There were no obvious signs of wear or tear to the power cables or pins. The patient did have some trauma to their driveline which had been previously secured with rescue tape. Of note, this was a system controller issued to the patient in (B)(6). It was noted that the onset date of the driveline damage was unknown, the patient had mild damage repaired with rescue tape for at least a few months. Log files were submitted for review and confirmed the reported low battery hazard/loss of external power events on 07may2025. A root cause was unable to be determined. The patient was on the power module almost 24/7 while admitted. The cause of the alarms was not identified, and the alarms had resolved. The patient had a known history of low flow alarms due to small left ventricle and ejection fraction of 35-40%. The patient's hematocrit (hct) was set to 20% to try to relieve the low flow alarms. There was no evidence of thrombosis. The patient occasionally experienced dizziness and lightheadedness at the time of the low flows. The patient was discharged home on intravenous antibiotics. The plan of care was to continue intravenous antibiotics at home.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported driveline infection and a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), cannot be conclusively determined. The reported superficial damage to the driveline pump cable cannot be confirmed as no photos of the damage were submitted and the product remains in use. A specific cause for the damage cannot be conclusively determined through this evaluation. The reported low flow alarms were confirmed through review of the submitted log files. A specific cause for the reported alarms could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. Section 1, "introduction," lists the adverse events, including infection, that may be associated with the use of heartmate 3 lvas. Section 1 of this IFU, ¿introduction¿, provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. This section also notes that, in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline and to not twist, kink, or sharply bend any cables, as it may cause damage to the wires inside that may not be outwardly visible and that could cause the pump to stop. If kinking, twisting, or bending does occur, carefully unravel and straighten. Section 6 instructs the user to check the driveline daily for signs of damage. Section 8 "equipment storage and care" states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Section 7 of the IFU, ¿alarms and troubleshooting¿, describes alarm conditions (including the low flow hazard), as well as the appropriate actions associated with them. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. Section 4 of the patient handbook "living with the heartmate 3" (under "caring for the driveline") instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)" and "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline in water or liquid." In addition, section 5 "alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. Section 5 "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.